Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia and contacted support to understand how to confirm insulin delivery and view insulin on board, shortly after changing the infusion set; education and troubleshooting were provided, and glucose subsequently trended down. Symptoms included elevated blood glucose to 262 mg/dl. Outcomes included temporary disruption without need for medical intervention or backup therapy. Investigation included technical support review and user education on device operation and algorithm displays. Investigation of this case revealed no device alarms were reported and glucose improved after guidance. It was concluded that the cause of the hyperglycemia was unclear and that the device function could not be implicated based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.